Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section d4 model # of the initial medwatch report indicates: blank sectiond4 model # of the initial medwatch report should indicate: na

Manufacturer narrative:
The initial medwatch report indicates: initial reporter facility ¿ san jacinto methodist hosp initial reporter address ¿ 4401 garth rd baytown, tx 77521 section e1 of the initial medwatch report should indicate: initial reporter facility ¿ butler cty ems initial reporter address ¿ 4005 s westwood blvd, poplar bluff, mo 63901 physio-control advised the customer that there is no service repair available or repair parts for their device and it is no longer under warranty. Physio recommended that the customer remove the device from service and a replacement device be obtained. The customer later informed physio-control that the device has been permanently removed from service. The device was not returned to physio-control for evaluation.the cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.